Event description:
The customer reported that the 840 ventilator had an erratic display. No pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was suggested swapping the lcd panels. Covidien was not authorized to service the device.